Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the arterial pressure measurement failed to be displayed. The user reported that the wide band pressure transducer was found to be defective. As a result, an alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.